Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The service report is as follows: the fse performed a running test and but was not able to duplicate the error claimed. Although when k6 valve was opened/closed in testing it did not open occcasionally. The part was replaced, 0104-00-0018 manifold drive. The replaced part is ben requested for eval. If the unit/part is returned up on results become available a supplemental document will be provided. The iabp is being tested to manufacturing specifications and returned to the customer. (B)(4).

Event description:
"The customer reported that the iab therapy was performed for a CABG operation on (B)(6). Shortly after the initiation, the iabp generated multiple error messages of auto fill failure. Subsequently it generated an error message code #2. The customer shut off the iabp and after a while, rebooted. It generated the error code #2 again and the iabp was replaced to continue the operation. No pt injury was reported."